Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device makes periodically a rattling/humming sound and the flow sensor calibration in neonatal modes fails. · this occurrence was noticed during the preoperational check. · alarm was observable. Te231008 (o2valveleak). · the device log files do cover the event of the time of failure. · this malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device makes periodically a rattling/humming sound and the flow sensor calibration in neonatal modes fails. · this occurrence was noticed during the preoperational check. · alarm was observable. Te231008 (o2valveleak). · the device log files do cover the event of the time of failure. · this malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4 follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that there was a humming sound from the ventilator and the leak test failed during pre-operational checks. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective check valve and expiration valve. After replacing the check valve and expiration valve., the device passed all tests and was released back into use.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device makes periodically a rattling/humming sound and the flow sensor calibration in neonatal modes fails. · this occurrence was noticed during the preoperational check. · alarm was observable. Te231008 (o2valveleak). · the device log files do cover the event of the time of failure. · this malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.